Event description:
The customer reported the device was alarming. There were no adverse reactions reported during the use of the device. The device was sent for further evaluation. The device was received. The evaluation verified the reported problem of alarming. The device history log was downloaded and reviewed, found error 99 (activation of the watch dog). The central processing unit (cpu) and power supply pcbs were replaced to resolve the error. After repair, the device was found to meet specification.